Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the blood flow of the left main trunk (lmt) was confirmed but one hour later, a lmt occlusion developed due to dislocation of the valve. The patient subsequently expired. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received that fluoroscopy showed the valve was slightly dislocated upwards during final release due to tension in the valve that could not be released adequately and the sinus of valsalva (sov) diameter was below 27 mm. It was reported that these factors caused the sealing skirt of the valve to occlude the coronary artery. Two hours post-implant, percutaneous cardiopulmonary support (pcps) was initiated due to hemodynamic failure. A thoracotomy was performed as no surgeon was available. Use of a snare to pull the valve up was determined to be a risk due to a narrow sinotubular junction (stj), therefore no action was taken. An autopsy was performed but the results could not be obtained. If information is provided in the future, a supplemental report will be issued.